Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-op for a laparoscopic procedure, the balloon physically broke. When the device was removed from the package, ¿stem¿ broke off. There was no patient injury.